Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup of the programmer for internal training, the application froze while navigating through the analyzer portion. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.